Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter broke off on the 8th day of placement. The distal fragment was excreted on (B)(6) 2018.

Manufacturer narrative:
Received only the catheter cut into 2pcs for evaluation. The surface was normal in appearance with the presence of a smooth and clear cut. The catheter shaft looked like it had been cut by a sharp tool (i.e. Scissors) that could have caused the catheter to split in two. The unit was inspected for the presence of oxidation, acid cuts, abrasions, and external cuts or tears that could have caused the shaft to cut. None of the conditions were evident on the sample. How and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] method for use do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"

Event description:
It was reported that the catheter broke off on the 8th day of placement. The distal fragment was excreted on (B)(6) 2018.